Manufacturer narrative:
The leads complained about were not returned for analysis. The manufacturing process of this device was reviewed. The production documents did not show any anomalies. All manufacturing steps had been carried out correctly. There were no indications of a material defect or manufacturing error.

Event description:
Ous MDR. This lead was revised due to exit block.